Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the tubing without an alarm. The issue was further described as "it was discovered that the blue tube clip line and the two white tube clips were all a section of liquid; the user indications that the blue pipe clip and two white pipe clips had not been opened during exhaust: there was no alarm during the boarding process". The patient was connected at the time of the event. This was observed during ¿1/4 retention¿ (dwell one of four) peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.